Event description:
The customer reported via phone call that she received multiple no delivery alarms on the insulin pump. The customer started troubleshooting during an earlier call, and received a no delivery alarm during manual priming. The customer was unable to get insulin to exit the tubing. After a set change, the customer was able to use the plunger to get insulin to exit the tubing, but then received another no delivery alarm during manual priming. After an additional set change, the customer was able to get insulin to exit the tubing. Blood glucose level at the time of the call was 255 mg/dl. The customer was advised that the infusion sets would be replaced, and will return the products for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.